Event description:
Per the returned device paperwork, the patient's device was explanted in 2008, due to staphylococcus infection. Reimplantation surgery with a new device is planned but has not been done as of the date of this report, 09/25/08.

Manufacturer narrative:
This is a final report.